Event description:
The customer reported the (B)(4) silicone single piece lens tore in half as it went in the eye. The incision was widened and sutures were used after another staar lens was implanted. Additional information has been requested but not yet obtained. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(6). Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Results: visual inspection of the returned lens showed it was torn into two pieces and there was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Additional information was received from the customer that states "that states "the lens tore as it was being deployed from the injector. After seeing the lens was torn, dr. (B)(6) then cut the lens in half in order to remove it. It was replaced with the same model lens. The injector model was a mtc-60 c fp. As far as I know there were no complications. I do not know if the cartridge was defective or if it was surgeon error while loading". (B)(4).

Manufacturer narrative:
Additional information was received from the customer that states "that states "the lens tore as it was being deployed from the injector. After seeing the lens was torn, dr. (B)(6) then cut the lens in half in order to remove it. It was replaced with the same model lens. The injector model was a mtc-60 c fp. As far as I know there were no complications. I do not know if the cartridge was defective or if it was surgeon error while loading". (B)(4).